Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the atrial channel of the pulse generator. Silicone oil was used and the lead was secured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.